Manufacturer narrative:
H10: the serial read-out of the pump (real time device parameters and setting recording file) was analyzed. Complained pump and another pump were connected on (B)(6) 2022 to the system having the same number. Maybe this is the reason for the unexpected stop. The hardware revision was 0 with limited internal memory to store hardware deviation. In order to prevent this kind of failure from happening again and as a precaution, the non volatile memory (nvmem) was recommended to be upgraded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2010. Considering the nature of the problem and the manufacturing year of the device, it cannot be ruled out that the most likely root cause of the reported event is an intermittently electrical issue affecting the pump and the connection between the pump and the electronics and power pack (e/p) pack.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 stopped during a procedure. There is no report of any patient injury.

Manufacturer narrative:
Patient information were not provided. Livanova deutschland manufactures the s5 roller pump. The incident occurred in qatar. The complained pump was inspected and no problem could be identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.